Manufacturer narrative:
Date of event: approximated based on the appointment date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7070870/7082150.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. All explanted device components will not be returned.